Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the connector pin measuring 20.2cm was returned for analysis. External insulation abrasion was noted at 13.1-13.2cm, 19.9-19.0cm, and 17.9-18.4cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.